Manufacturer narrative:
Initial and final MDR 1905976 -MDR 3003442380-2024-12566 device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that four infusion set was fell off during use. Patient's blood glucose at time of event is unknown. No further information available.